Event description:
It was reported, that the patient's atrial lead was found dislodged, during post-procedure follow-up. The dislodgement was confirmed via fluoroscopy. And additionally, the atrial lead exhibited a failure to capture and low atrial sensing values. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.